Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was getting alert 01 (patient line open) and 02 (low flow). They ran a calibration and had a calibration error 105 (processor communication error) they reran a calibration check and got a flow deviation error (tech bulletin), a third full calibration passed but explained that it could be a circulation pump failing and having issues priming at the start of therapies, they already replaced the mixing pump in january, gave part number and price for circulation pump.

Manufacturer narrative:
Sample not received. The reported issue was confirmed. The root cause was not able to be isolated. It was noted that the biomed ran a calibration and had a calibration error 105 (processor communication error) they reran a calibration check and got a flow deviation error (tech bulletin), a third full calibration passed but explained that it could be a circulation pump failing and having issues priming at the start of therapies, they already replaced the mixing pump in january, gave part number and price for circulation pump. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was getting alert 01(patient line open) and 02(low flow). They ran a calibration and had a calibration error 105 (processor communication error) they reran a calibration check and got a flow deviation error (tech bulletin), a third full calibration passed but explained that it could be a circulation pump failing and having issues priming at the start of therapies, they already replaced the mixing pump in january, gave part number and price for circulation pump.

Event description:
It was reported that the biomed had the arctic sun device that was getting alert 01 (patient line open) and 02 (low flow). They ran a calibration and had a calibration error 105 (processor communication error) they reran a calibration check and got a flow deviation error (tech bulletin), a third full calibration passed but explained that it could be a circulation pump failing and having issues priming at the start of therapies, they already replaced the mixing pump in january, gave part number and price for circulation pump. Per review of event and work order, bd representative successfully troubleshot the malfunction during the call. The event concluded with the device successfully troubleshot with technical support and appropriate repair has been discussed. No patient involved. Per follow up information received via mail on 07apr2025, the device will not be sent in for a bd-approved facility for evaluation. After replacing the circulation pump, calibration passed, and it¿s been working ever since. Replacing the circulation pump and running a calibration and functional check. It¿s now working again. Therapy status was unknown.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty circulation pump. It was noted that the biomed ran a calibration and had a calibration error 105 (processor communication error) they reran a calibration check and got a flow deviation error (tech bulletin), a third full calibration passed but explained that it could be a circulation pump failing and having issues priming at the start of therapies, they already replaced the mixing pump in january, gave part number and price for circulation pump. Per additional information received, bd representative successfully troubleshot the malfunction during the call. The event concluded with the device successfully troubleshot with technical support and appropriate repair has been discussed. No patient involved. Per additional information received, the device will not be sent in for a bd-approved facility for evaluation. After replacing the circulation pump, calibration passed, and it¿s been working ever since. Replacing the circulation pump and running a calibration and functional check. It¿s now working again. Therapy status was unknown. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, e, f, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.